Event description:
Reporter alleged blood glucose measured 308 mg/dl back to back with a result of 136 mg/dl when testing was performed 10 minutes apart. As a result of the comparison, customer stated calling the dr who instructed him to double his dose of oral diabetes medication which he has been taking ever since. No other actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.